Manufacturer narrative:
Clarification to lot number 20h06c, expiration date 09/2022. Clarification to device manufacture date: 09/2020 . A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lacked lubricity and implant not slipping off the funnel

Event description:
Healthcare professional reported keller funnel"2 that lacked lubricity with the implant not slipping off the funnel during the insertion process. Surgery was completed with a backup device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b5, d4, g1, h6

Event description:
Additional information noted 1 device was affected and it was used once during the surgery. The solution used was sodium chloride irrigation.